Event description:
It was reported that the customer passed away in a motorcycle accident while wearing the insulin pump. It was stated that the father does not agree to return the insulin pump for further analysis because he feels it was not related to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.